Event description:
It was reported that the calf pad broke off the legrest and the release lever broke on this pair of t94he legrest. Dealer thinks it was user physical damage. The patient has a cast on one foot and only had the legrest for two days.